Manufacturer narrative:
Complaint confirmed, the dovetail feature is broken. The missing fragment was not returned. The feature could not be measure dude to the damage, however review of the certificate of conformance confirms the material met specifications. Additional damage was observed in the form of abrasion marks on the inner diameter of the device. The cause is undetermined, however likely causes include user-applied mechanical forces.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a procedure, when the surgeon was using the quick connect to get cage off of femur, the adaptor part broke. All fragments were received and the case was completed by using a new ar-613-106.